Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging a one touch surestep enhanced meter was reading inaccurately low. The complaint was classified based on the customer service representation (csr) documentation. On ten days earlier at 6:06 am, the pt reported that his meter was giving inaccurately low readings compared to his normal readings during fasting. He stated that he obtained readings around "70-78 mg/dl" when he should be getting readings from "130-140 mg/dl". As a result of the reported meter issue, the pt reportedly decreased 2 units of novo mix 70/30 and reportedly developed symptoms of "pain in leg and bleary eyes" sometime after but did not seek medical intervention. The pt claimed that the next day he continued with his usual dose of 14 units novo mix 70/30 in the morning and 10 units in the evening and reportedly was feeling fine again. During troubleshooting, it was discovered that the subject meter was somehow set to mmol/l instead of mg/dl; therefore, the pt have been reading 7.8 mmol/l (140 mg/dl) as 78 mg/dl. The pt was using the correct testing technique and cleaned the puncture area properly at the time of testing. The memory in the meter matches. The patient's products have been replaced. This complaint is being reported because the pt claims he obtained an allegedly inaccurate low reading on his meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.